Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h6   no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided.   Part and lot identification are necessary for review of device history records, neither were provide for the unknown inserter. A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, pending hospital decision; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00906.

Event description:
It was reported during a left hip procedure, the cup inserter became cold welded to the shell and would not come apart. The cup was implanted and when the surgeon went to remove the inserter, it was cold-welded. Another cup was used. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.